Event description:
Consumer called to report being hospitalized as a result of a low reaction. While in the hospital, they had a lab test performed and the lab result was lower than the paradigm link meter.